Manufacturer narrative:
Results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for illegible label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd vacutainer® blood collection tube had a label that was not legible. No serious injury, no medical interventions. The problem was noticed before use.